Event description:
A patient reported experiencing inaccurate erratic results with their meter. The patient's blood glucose results were "hi" and "16.3 mmol/l". The "hi" result can only be interpreted to a reading above "33.3 mmol/l". Tests were done within 10 minutes with a difference of 60.77%, if the "hi" result was "33.3 mmol/l". Patient did not experience any adverse events. No further information has been reported.